Event description:
It was reported, that the video telescope had yellow-green colored image when looking at a fluorescent lamp. There was no patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2-no. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6. Corrected fields: d4,h10. The device was returned to regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector was dented, and a component failure in the r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by components failure of the unit spanning from the distal end to the main body. This event is caused by a component failure of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.